Event description:
It was reported that this patient was admitted to the hospital as the implantable cardioverter defibrillator (ICD) delivered five inappropriate shocks due to supraventricular tachycardia (svt). It was noted the patient experienced chest pain. Therapy was not exhausted, and the device was reprogrammed. This ICD remains in service. No additional adverse patient effects were reported.